Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2016 during which the surgeon noted the mesh was elevated from the abdominal wall, so he removed the mesh completely. The hernia had blocked the intestine so severely as to cause gangrene and septic shock. It was reported that the patient experienced severe pain, dense adhesions, mesh detachment, nausea, bulging, inflammation, stress and anxiety. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 11/28/2021. Additional b5 narrative: it was reported that the patient experienced obstruction following surgery.